Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not snap into place on the pump. Additionally, the cartridge would pop off of the pump. Blood glucose was 460 mg/dl. A new cartridge was successfully loaded to address the event.